Event description:
When the device was used during a gastric septation procedure, the reloads were fired, but did not staple the tissue. This event happened at the fifth and sixth firing (9 firings total) with two reloads. There was no reported patient consequence.